Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure of the mx40 device to provide alarms either locally or to the central station. No adverse event involving patient or user was reported.